Event description:
Prior to surgery and after intubating the patient it was observed that the sevoflurane agent had spilled over the anesthesia machine. Vapors were very strong. The patient was still on the stretcher and the clinical staff was able to move patient to another or room. This particular or room was closed and vented. No harm to patient or staff.====================== manufacturer response for vaporizor, (brand not provided) (per site reporter).======================machine will be swapped out with the manufacturer for another machine.